Event description:
It was reported via repair work order that the bed hi/lo functions were not functional due to a misaligned motion interrupt pan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.